Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device functioned correctly and as designed. The reported ECG no signal issue on april 16, 2025, was investigated. Pads were used, and an ECG signal was displayed successfully, followed by a shock delivery. No issues with signal acquisition or cable function were found. The device and multifunction cable passed all tests. The device functions as intended and was recertified and returned to the customer. No trend is associated with reports of this type.